Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The possibility that electrical leakage could cause pain in the patient¿s pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals while programmed to the patient¿s latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored for errors. No intermittent anomalies were noted in the output. The ipg exhibited normal device characteristics. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed. Damage to the leads and extensions was a result of a typical explant procedure and is not considered a failure.

Event description:
A report was received that a patient was explanted due to pocket pain. The patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient was explanted due to pocket pain. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm model #: sc-3138-35 serial/lot #: (B)(4), description: scs phiii ext 35cm.